Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a manufacturer representative (rep). It was reported that the patient was charging too long. The rep said that the patient was reporting that it takes 8-12 hours to charge the ins from empty to full. The patient sometimes used the belt and sometimes sits against the recharger. The rep said the patient can get 8 boxes but cannot keep them. The rep also reported that the patient had difficulty maintaining good coupling while charging and that it could take up to 12 hours. The ins was in overdischarge. The rep performed a device reset and there was a power on reset (por). The rep discussed strategies for recharging including recharging before the ins battery fully depleted and ordering adhesive pads. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has an appointment on (B)(6) 2018 as the battery would not charge. The rep tried to contact the patient to obtain more information, but the rep has not received a return call. No actions have been taken yet as the patient has not been seen. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issues have gone on since implant. The cause of the issue was not determined. A device reset was completed. The issues have not been resolved. No further complications were reported.